Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the batteries leaked inside the battery compartment of the previously working remote monitor. The patient was going through troubleshooting steps for a transmission. The patient noted that the batteries had gone bad and leaked in the compartment. The patient had cleaned it up and replaced the batteries but still could not send a transmission. The patient is being sent a new phone cord and filter. If still unable to send a transmission after receiving the new cord and filter the patient will call back. No patient complications have been reported as a result of this event.